Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had a new battery implanted in (B)(6), and now the unit is completely non-functional. The patient stated that all their original programs were transferred to their new battery, and worked as expected like their old battery. However, after some time the patient began to get undesirable stimulation in their right arm and right leg while in certain positions and movements using any program. The patient then set up an appointment with their manufacturing representative (rep) to check the programming. In the meantime, they were running their stimulation at a lower amplitude, below threshold, so they weren¿t constantly shocking themselves due to the uncomfortable stimulation. While at their appointment with the rep, they ran amplitude back up to normal levels for reprogramming, and then found out that they had no right side stimulation at all. The rep ran diagnostics, and found no function on the right lead. The rep mentioned high impedances. They also stated that the patient complained of right sided stutter stimulation before it completely went out. X-rays were taken, no visible breaks to the lead were found, and the placement was still in the same place as it was implanted. The leads appeared to be plugged into the header block. It was noted that the left side was still functioning, but one electrode was out. The rep wasn¿t too worried about that because the electrode was not a part of the patient¿s program. Then, after requiring progressively high amplitude settings to achieve stimulation, the left side failed as well. The patient mentioned being in quite a bit of pain. The patient discussed the issues with their healthcare provider, and they have planned for an implantable neurostimulator (ins) replacement, and or lead revision surgery. No falls or trauma were reported as contributing factors that may have led to the issues. No further complications were reported. The patient was implanted for non-malignant pain.